Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No devices were received. Reported event was confirmed by review of a photograph, and confirms that the device has fractured. Device history record (DHR) was reviewed and identified no deviations or anomalies during manufacturing. The device was manufactured on august 02, 2011 and has therefore been in the field for approximately eight years and eleven months. It is unknown for how many times the device is being used. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the poly was broken during removal and was not needed again in case. No patient impact.